Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's ipg is unable to communicate with its external devices. Troubleshooting was unable to resolve the issue. Surgical intervention may be pending to address this issue.

Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2025 in which the ipg was explanted and replaced.

Manufacturer narrative:
The reported observation of not being able to recharge the device constantly was not confirmed during electrical analysis. The root cause of the observation was not ascertained. Based on the charge event log the device charged normally when subjected to charging and had declared a full charge during several charge events. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, output signal integrity and charging circuitry. All portions of ate testing passed which includes charge testing of the eterna device. The DHR review found the material had been manufactured, tested, packaged, and sterilized according to the current manufacturing specifications and passed all manufacturing test, visual inspection, and sterilization requirements. There is no objective evidence of nonconforming process or material.